Event description:
Customer called to report that after activating a new pod at 3 pm, her bg began to rise and hovered in the 400's all night. It would not come down even after giving repeated boluses. At 11 am, the next morning, her bg was still 400 and she administered a manual bolus. She noticed the needle was visible, but the cannula was not when she removed the device. The caller stated, that she would return the device involved for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the users to check infusion site often for proper cannula placement. It also suggests, that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.